Event description:
It was reported that a clearlink, non-dehp solution set leaked along the line just below the drip chamber. This was identified after tpn (total parenteral nutrition) was hung. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure and clear passage under water tests were performed and the results were not satisfactory as leaks were identified at the junction of the drip chamber and the tubing and at the filter and the tubing. The reported condition was verified. The cause of the condition was a manual assembly issue at both joints which occurred during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.